Event description:
I ordered a CPAP machine (luna g3 ) from cpaxchange to replace a machine I'd been renting, so I could own my own instead. When I connected it, I noticed a foul smell like a formaldehyde but not quite the same. I aired it out by putting it outside in the wind, (which they agreed I should do to this and the replacement machine sent to me) cleaned it with a mild soap and watershed tried to use it, but could only keep it on a few minutes before the awful fumes caused me to remove it because I had a headache, was nauseous and thought I would vomit. I had an asthma attack that required nebulizer treatments that if didn't help would've hospitalized me- my dr directed me to come if it worsened. I started taking a respiratory herb to fight off bronchitis or pneumonia and aggressive nebulizer treatments, which kept me out of the ER. I notified the company, who told me they would have the techs smell the equipment( what?) In the warehouse before they sent it to me and indicated this was an issue they were having. They sent me a replacement machine & a slip to return the old one, and told me to the new one had the same issue-nothing worked & I couldn't use it( now without CPAP x 3 weeks) . Called the company, this time I'm told both machines were new from factory, so this must be the reason they smell (what?) And when I wouldn't buy that nonsense, I thought you all were going to smell them before the replacement was shipped silence- I'll talk to my supervisor now- hey, I'll talk to your supervisor- only to have her say they will send a return label but I might want another machine that will naturally cost more money, money I'll have to pay, in order to get a "better" machine. You know, I rented a luna, was brand new, for over two years without one issue, so why do these, I was told, new machines(evidently mine were new, the only ones that weren't refurbished the supervisor (B)(6) told me. I'm left in a lurch, with a defective CPAP, no replacement and no responsibility to correct my issue from this horrible company. Please investigate this machine because it is obviously defective and should be recalled immediately.